Event description:
Hologic inc novasure device passed cavity assessment/test but would not activate to provide treatment. A subsequent "like" device was opened and utilized without issue. (B)(4). Diagnosis or reason for use: endometrial ablation.